Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet, with a peak blood glucose of 258 mg/dl over approximately three hours, during which the device delivered insulin and glucose levels began to decline. Symptoms included heightened hearing and dry lips. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint handling, troubleshooting, and user education. Investigation of this case revealed no device malfunction or component failure, and the event was consistent with hyperglycemia of unclear cause that responded to pump therapy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.